Manufacturer narrative:
H3: the device - patient controller 97745, serial number (B)(6) was returned for product analysis. Analysis found replaced broken/cracked recharger telemetry module (rtm)/power connector support which was causing connection/charge issues and cracked/scratched/worn front case which was causing case separation, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. It was reported that the controller is not taking a charge from the outlet since yesterday. Caller stated they charged the implanted neurostimulator (ins) up to 100% and the controller will not charge. Controller showed ins 80% and controller red. Patient services assisted caller with resetting the controller, after resetting, the controller did not power on when plugged into the outlet without the battery pack. Patient service confirmed there is no visible damage to the ac power supply cord/ plug or controller port. Caller insisted on getting a new ac power cord. The issue was not resolved. A replacement controller and ac power supply were sent out. No symptoms were reported.